Event description:
The MFR rep reports the pt's device was completely explanted due to a csf leak. The device was not returned to the MFR for analysis. The MFR's device registration system indicates a new device has been implanted. Add'l info has been requested but was not available on the date of this report.